Manufacturer narrative:
Please note that this device is not distributed in the unites states. However, it belongs to the same class of devices as the us distributed cypher sirolimus drug-eluting stents. The device was received for analysis but the engineering report is not yet available. Additional info received will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that during pci of a lesion in the ostium of the lad, when the catheter was positioned on the lesion, the operator released the liquid to swell the balloon, but his liquid leaked out from hub. So it was impossible to complete the intervention with this device. When surgeon removed the delivery system and its relative stent from pt, he noticed that liquid leaked out through the hub, because it was chipped. So he used a new device of the same kind to complete the procedure. There were no adverse pt consequences. The device was easily removed from the packaging and was prepped normally. The contrast and type of indeflator used were not available. There was no friction/resistance while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion.